Event description:
It was reported that prior to use with pegasus yel 24gax0.75in prn-capy non-pvc burrs were found on the hose. The following information was provided by the initial reporter, translated from chinese to english: in the department of ent, when I opened the package, I found burrs on the hose.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 08-july-2022. H6: investigation summary: a device history review was conducted for lot number 1152550. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples were received from the facility to aid in our investigation. Our engineers noted that the surface of the catheter was free of any damage or abnormalities associated with the structure of the tubing, the observed burr was an entity that was separate from the tubing. The issue has been confirmed. Closer inspection indicated that the burr is most likely extraneous silicone lubricant, which is applied to aid in the insertion of the catheter. Based on a review of the manufacturing process, our engineers believe that the root cause is associated with accumulation of silicone at the application station.

Event description:
It was reported that prior to use with pegasus yel 24gax0.75in prn-capy non-pvc burrs were found on the hose. The following information was provided by the initial reporter, translated from chinese to english: in the department of ent, when I opened the package, I found burrs on the hose.